Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fiber was found floating in solution of a small volume intermate. The particle is upstream of the filter. This was found after compounding with flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a white particle, approximately 0.25 square mm in size, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.